Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from (B)(4) of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (lot number, dose, and frequency not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer. On an unreported date in 2011, the patient experienced made mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, a peritoneal effluent culture was done and the results were pending. The patient was not hospitalized and treatment was not reported. The patient was recovered from the peritonitis on an unreported date in (B)(6) 2011 and the outcome for the made mistake/touch contamination was not reported. Action taken with dianeal therapy was not reported. An opinion of causality was not reported for the patient made mistake/touch contamination and peritonitis. The reporter declined further follow up.

Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was performed for the potentially associated lot numbers (h11a29020, h11b26016, h11c26014). There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.